Event description:
Easy pump device 400/100. The end of the tubing where luer lock the injection cap to patient IV line fell of the device. This device did not go to patient as this occurred during the compounding at the pharmacy. Diagnosis or reason for use (indication): infusion device for intravenous administration of medication.